Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, irrigation, temperature, impedance and magnetic sensor functionality test of the returned device were performed following j&j procedures. According to pictures provided by the decontamination center, char, thrombus, or clot residues were observed at the bottom of the dome in the transition between the dome and the first ring. However, during the visual analysis in the lab, no char, thrombus, or clot residues were identified. A microscopic examination was performed, and the irrigation holes were found clean with no foreign material were identified. A magnetic sensor functionality test was performed, and the device was visualized and recognized correctly. No visualization issues were observed. A temperature and impedance test were performed, and no issues were observed. Finally, an irrigation test was performed, and the device was flushing correctly. No obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device lot 31430169l, and no internal action related to the complaint was found during the review. The char, thrombus or clot residue reported by the customer were confirmed based on the photo. The char, thrombus, or clot residue that could not be seen during visual analysis in the lab could be related to the decontamination process, or while the customer tried flushing the catheter during the procedure. However, this cannot be conclusively determined. The visualization issue could be related to the char, thrombus, or clot that was observed on the picture; however, this cannot be conclusively determined. The potential cause of the issue cannot be established. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient's body. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a qdot micro and during the procedure, a "reversed" bullseye was detected when working with a qdot. After the procedure, the catheter was removed, and charring was observed on the catheter tip. There was no adverse event reported on patient. With the initial information available, this event was assessed as non MDR reportable. However, on 02-dec-2024, additional information was received which indicated that the physician considered the char to be excessive (¿as it seeable with the eye.¿), and it was considered a possible potential risk to the patient, yet no symptoms or negative outcome was observed. Therefore, the event was re-assessed as MDR reportable with an awareness date of 02-dec-2024.